Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('not finding one of my coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("horrible periods") and tooth disorder ("teeth have suffered"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder and tooth disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('not finding one of my coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("horrible periods") and tooth disorder ("teeth have suffered"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder and tooth disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.